Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. The customer consumed food to raise bg level. The customer stated that they sometimes deliver larger boluses than needed for meals. A system check performed with tandem technical support indicated that the pump was operating as expected.